Event description:
Consumer reported difficulty breathing and wheezing after applying tape to fingers, toes and ankles. Second application of tape the following week caused similar symptoms plus swelling, redness and hives.